Event description:
It was reported the ar-6480, pump is working intermittently. Additional information 3-5-2021. It was reported by the biomed department that during a knee procedure on (B)(6) 2021, the ar-6480 pump was working intermittently. The case was completed using a different ar-6480.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation with a burn-in time of four hours.